Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician programmed a hydromorphone 1mg/ml pca dose using the pediatric profile (200mcg/ml) instead of the intended adult profile (1mg/ml). Customer states they are unable to find any hydromorphone pca library programming data prior to (B)(6) 2025 to validate that error. There was patient involvement but no harm.

Event description:
It was reported the clinician programmed a hydromorphone 1mg/ml pca dose using the pediatric profile (200mcg/ml) instead of the intended adult profile (1mg/ml). Customer states they are unable to find any hydromorphone pca library programming data prior to 01mar2025 to validate that error. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of programming error could not be confirmed from a review of the all infusion detail reports alone, no devices were returned for investigation and the dataset sent was not the one used on the date of the incident. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. Based on the review of events for the pca module sn (B)(6) beginning on (B)(6) 2025 at the time of 9:54 am when using adult profile and the guardrails drugs option an infusion of hydromorphone was programmed with a dose of 0.200 mg/h, a drug amount of 1 mg, a diluent volume of 1 ml and a lockout interval of 10 minutes. During the time from 10:13 am to 10:35 am, the pca provided 3 (three) infusions with the same previous dose. At 10:50 am, the pca alarmed patient pressure and the infusion was restarted 2 (two) times. At 11:51 am to 9:29 pm, the pca provided 15 (fifteen) infusions with the same previous dose. At 9:57 pm, the pca was paused and restarted at 10:00 pm. From (B)(6) at 10:55 pm to (B)(6) at 9:55 am, the pca provided 24 (twenty-four) infusions with the same previous dose. At 10:03 am, etco2 and pca linkage initiated. At 10:08 am, the pca provided an infusion with the same previous dose at 10:26 am to 11:07 am, the pca provided 3 (three) infusions with the same previous dose. At 11:29 am, to 11:31 am, pca door unlocked alarm and opened. At 11:47 am, the pca was programmed with a dose of 0.300 mg/h. At 12:40 pm to 1:25 pm, the pca provided 2 (two) infusions with the same previous dose. At 2:30 pm, the pca provided an infusion with the same previous dose. At 3:26 pm to 4:49 pm, the pca provided 3 (three) infusions with the same previous dose. At 7:06 pm, the pca provided an infusion with the same previous dose. At 8:24 pm to 10:46 pm, the pca provided 6 (six) infusions with the same previous dose. Per bd alaris system user manual (v12.3.1), proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system if an error is made when entering drug amount or diluent volume, it may result in an over- or under-infusion. If a lower concentration is entered in error, this may result in a higher than intended delivery (over-infusion). Ensure selection of the pca infusion mode (see pca infusion modes on page 405) matches the provider order. Incorrect selection of the infusion mode could lead to additional or omitted fields available for entry on subsequent programming screens. If an error is made when selecting the pca infusion mode, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of programming error was not able to be identified during the investigation, no suspect device was returned for this investigation and the dataset sent was not the one used on the date of the incident.